Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have not notified their managing physician about their device taking longer to recharge. They stated that no steps have been taken to resolve the issue, and the issue has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that their implant used to take an hour to charge, and within the last year it started taking 1 hour and 45 minutes to charge. The patient confirmed that they are getting all coupling bars when recharging, and that their settings are the same and haven¿t changed much. The patient was re-directed to consult their healthcare provider regarding having the implant checked. No further complications or patient symptoms were reported.